Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer customer's blood glucose (bg) level was 400 mg/dl. The contact did not have any further information regarding the event. Although multiple attempts were made to contact the customer, the customer did not reply to the requests.